Event description:
It was reported that the cross sail andd another dilatation catheter were inflated in a proximal lad using a kissing balloon technique. After treatment, an attempt was made to remove the cross sail from the anatomy, but the shaft of the device separated while it was being withdrawn into the guiding catheter. Both segments of the device were recovered from the pt when the entire system, including the other balloon, was withdrawn as a unit from the pt. There was no pt injury reported.